Manufacturer narrative:
The technician found the brake detent was shattered. The technician performed the mod and adjusted all brake casters to resolve the issue.

Event description:
Account alleged that the bed was stuck in steer. No report of injury.